Event description:
Related to (B)(4). The hospital reported that after a case was completed and patient out of room. Hemopro2 adaptor and hemopro2 extension cable were unable to be disconnected from each other. Many tried to disconnect and unable.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated section - b4, g3, g6, h2, h3, h11. Corrected data - h6. The device was returned to the factory for evaluation on 02/26/2025. An investigation was conducted on 3/13/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact adaptor. The adaptor was returned attached to the cable for onetrack (B)(4). An attempt was made to remove the adaptor from the cable, however the adaptor would not disconnect from the cable. Based on the returned condition of the devices as well as the evaluation results, the reported failure "connection issue" was confirmed the reported device is an OEM device, therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.